Event description:
It was reported that during an implant attempt the lead had high impedance, high threshold and low sensing value. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.